Event description:
Per the clinic, the patient experienced a healing issue around the incision site due to other external equipment rubbing at the implant site. The patient underwent a revision surgery on (B)(6) 2025 to repair the site however, the issue did not resolve and subsequently the patient was explanted. Re-implantation is planned but has not taken place at the time of this report.